Manufacturer narrative:
A ge representative evaluated the system, and replaced the generator interface board. System operates as intended.

Event description:
Customer reported the system is fluoroing on its own. No patient injury was reported.